Event description:
During treatment of an in-stent restenosis of a genesis stent, an aviator plus balloon ruptured at 12atm. The restenosis was in the right renal artery. The rate of stenosis was 90 to 99% and there was mild vessel tortuosity. The aviator plus (complaint product) was delivered over dejavu gw (dv1418s) but the balloon ruptured at 12atm. The balloon re-wrapped properly was removed from the patient without difficulty and the procedure was completed using another balloon catheter. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
Complaint conclusion: during angioplasty of an in-stent restenosis of a previously placed palmaz stent in the right renal artery the aviator pta balloon was reported to have ruptured at 12 atmospheres. The rate of stenosis was 90 to 99% with mild vessel tortuosity. There was no reported patient injury. The date of stent implantation and details of initial implantation were unknown. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Percutaneous renal artery stenting has become the treatment of choice for ostial atherosclerotic renal artery stenosis. In-stent restenosis (isr) still remains a persistent problem because atherosclerotic stenosis is a progressive disease. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Well documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. The balloon rupture will be reported via the alternative summary report.